Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator pads/paddles were no longer visible. There was no patient involvement.

Manufacturer narrative:
Adverse event correction - "product problem" added.